Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was placement difficulty due to the enlarged heart of the patient and the pacing lead was difficult to reach the ideal position. After repeated spinning in and out, the lead tip was damaged and could not be spun back. The lead was replaced. No patient complications have been reported as a result of this event.